Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 350 mg/dl (19.4 mmol/l) while wearing the pod between 5 and 24 hours on the abdomen. Symptoms were not reported; however, it was noted that the patient was experiencing the onset of a mild cold at the time of the event. The patient didn¿t receive any treatment whilst hospitalised, the high blood glucose levels were managed with the use of the pod and correction doses. The patient was admitted so that they could be observed and to have unspecified laboratory assessments carried out, which all came back as normal. Whilst in hospital, a new sensor was applied to the patient due to the previous sensor failing. The patient was released the following day.